Event description:
It was reported by the patient that this inflatable penile prosthesis (ipp) has never been functional since implant, as the device is not able to pump up. Patient has attempted to troubleshoot the pump without success. They requested assistance through boston scientific patient service. It was also stated that the patient has not been clinically evaluated due to the covid-19 pandemic.